Event description:
It was reported that patient experienced periods of feeling under-dosed and then overdosed. The patient described times where she felt the therapy was working and then described a period of bolus taking effect. The patient was programmed at continuous infusion with no flex programming. A catheter dye study was performed on (B)(6) 2012 to inspect the catheter. Dye was injected in the side port and displayed in the intrathecal space under fluoro. No catheter complication was suspected. The device system was used to deliver morphine. It was later reported that the pump was replaced on (B)(6) 2012. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information later reported the device caused the patient ¿considerable harm.¿

Event description:
Additional information received reported the patient was injured due to a ¿defective¿ pain pump system¿s failure to deliver medications as prescribed which reportedly required removal and/or replacement of the ¿defective¿ device. The device system caused the patient and their family, personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and/or replace the defective device. No further information was provided including how the patient was now doing. Should additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Correction on aware date to 2015-09-18.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the consumer stating that the patient suffered multiple surgeries to remove and replace the failed device. It was noted that the patient had the pump system implanted and it was intended to deliver a programmed amount of morphine into the patient¿s spine to control pain. The pump failed to deliver the prescribed medication as programmed, which resulted in the medication being delivered intermittently, medication ¿dumps¿ delivering too much medication or a complete failure to deliver medication. The unpredictable delivery of medication caused the patient to experience life threatening withdrawal symptoms due to the abrupt cessation of opiate medication into the patient¿s body as well as episodes of serious over-medication. Such withdrawal/over-medication symptoms included vomiting, shaking, diarrhea, sleeplessness, profuse sweating, severe pain, and spinal fluid leakages were serious, and required multiple hospitalizations to treat the symptoms. The patient¿s diagnoses includes malfunctioning morphine pump", "occluded catheter", "and fractured catheter", and ¿intermittent malfunctions of her pump¿. It was reported that the patient received defective catheters that became occluded, fractured, obstructed and malfunctioned at a high rate. The patient suffered crippling injuries which left the patient with permanent and significant disabilities compensable under state law. It was reported that the patient suffered a loss as a result of the manufacturing company. It was noted that the patient had physical pain, suffering, mental and emotional anguish. The patient¿s defective pump necessitated removal and replacement surgeries. It was noted that the ¿malfunctioning¿ catheter was also removed. The patient suffered severe injuries and hospitalization. The removal of the defective device is a serious and dangerous procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the pump revealed no anomalies.